Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although a definitive root cause cannot be identified, a likely mechanism causing the cutting wire breakage might be the follow: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Based on the results of the investigation, although a definitive root cause cannot be identified, a likely factor causing tears of the coating portion of the cutting wire might be the follow: - it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The following information is stated in the instructions for use (IFU): ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result.¿ ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material.¿ ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result.¿ ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reports following an endoscopic retrograde cholangiopancreatography (ercp) and during a procedure using a single use 3-lumen sphincterotome v, the sharpness was worse than usual. The physician felt uncomfortable with the conductivity. The knife suddenly broke even though the physician did not put tension on it or do any unnecessary manipulations. No dislodgement of broken knife. The surgeon has completed the procedure by replacing it with a new one with no further consequences to the patient reported. It is unknown how long the device had been in use before this issue occurred. The physician stated" I haven't changed how I step on the footswitch.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Preliminary findings are reported in physical evalution of the returned device: the user's report was confirmed. The cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.